Event description:
The core saber drill was sent for eval due to overheating during a procedure. The procedure was completed with an alternate device. No adverse event was associated with the device; no clinical significance was attributed to the delay reported.

Manufacturer narrative:
It is not possible to determine the cause of the event w/o an eval of the device. Add'l info will be submitted if the device is rec'd for eval.